Manufacturer narrative:
As reported, the physician was using a 5f mynxgrip vascular closure device (vcd); however, the balloon popped on the way out. The physician was able to maintain access and used another mynx device successfully. The groin was not calcified. There was no reported patient injury. The product was stored as per labeling. The device was used for hemostasis. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, scar tissue, pvd or calcium in the vicinity of the puncture site. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. Functional test was not needed when the tear was cleanly visible. A product history record (phr) review of lot f2008002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician was using a 5f mynxgrip vascular closure device (vcd); however, the balloon popped on the way out. The physician was able to maintain access and used another mynx device successfully. The groin was not calcified. There was no reported patient injury. The product was stored as per labeling. The device was used for hemostasis. The device will be returned for evaluation.